Manufacturer narrative:
Date of event: date is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2021-01455, 1627487-2021-01456, 1627487-2021-01457. It was reported that the patient experienced therapy in wrong location and ineffective therapy. Reprogramming did not resolve the issue. X-rays showed that leads migrated. Surgery may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein all the drg leads were explanted and replaced with 3 leads. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.